Event description:
One pt sample with discrepant potassium results. Initial result gave 6.6 mmol/l; repeat gave 3.5 mmol/l. Erroneous result was not reported. The field service representative was unable to determine a root cause for the discrepancy. Performance tests were performed.